Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheters were irrigated, no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the issue reported by the customer was based on ¿the valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Due to lumbar catheter rupture, the valve was removed and replaced¿. The returned valve was investigated, the technician could not confirm any problem with the valve at the time of investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a valve was implanted in a (B)(6) patient via l-p shunt on (B)(6) 2017 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). The valve was removed and replaced on (B)(6) 2021 due to lumbar catheter rupture. . The lumbar catheter has gone deep inside the body and remains inside the body. The patient is in the follow up.